Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the rebushing (revision). In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 8, a female with a dfr due to bone sarcoma. A rebushing was performed four years after implantation.